Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Possible under delivery anomaly not confirmed. Insulin pump received with label damage/faded. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 520 mg/dl at the time of the incident. The current blood glucose was 500 mg/dl the customer was treated with manual injection for high blood glucose. The customer also stated that they lost battery cap. Product will be returned for analysis.